Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was isolated to open white (drvn_gnd) and red (can h) wires in the trunk cable. Upon investigation the electrode belt did not pass an ECG fall-off test. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.